Event description:
It was reported that the surgeon inserted an aa4204tl silicone plate lens with toric and did not like how it fit in the eye. The lens was removed without any patient injury. Additional information was requested but not yet forthcoming. If any additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Other -(lens did not seat properly in eye) - evaluation (other) lot order search. Results - (other): visual inspection of the returned product showed that there was tear across the lens and there was evidence of a clear surgical residue. A work order search was performed and there were no similar complaints within the work order.